Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. High rv threshold on (B)(6) 2016. R-wave amplitude decreased from 7mv on (B)(6) 2016 to 1mv on (B)(6) 2016. Rv tip to coil lead impedance warning on (B)(6) 2016 for 190 ohms.

Event description:
It was reported that the patient presented with complaints of discomfort and experiencing the 'lead poking in the chest'. Further observations indicated that the right ventricular (rv) lead thresholds had suddenly increased to high levels, along with small r waves and low impedances. The lead was suspected to have perforated, and was subsequently explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The inner tubing, overlay tubing, and the outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated damage at implant. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. The analyst noted that there was found many cuts through from overlay tubing, bi-lumen and inner tubing and blood ingress in lead. Due to the length of the implant and the anomalies described in the event, it is likely that the extrinsic insulation breach observed during analysis occurred at the implant and it is the cause for the electrical complaints.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.